Manufacturer narrative:
B5: additional information received 07may2023. G2: additional information: company representative. Summary of event: as reported, a 'cook bakri postpartum balloon with rapid instillation components' device was used to treat a postpartum hemorrhage [pph] due to uterine atony following a vaginal delivery resulting in 600ml estimated blood loss. The user tested the device prior to use and found a pin hole leak in the balloon. The user changed to another bakri device to complete the procedure. The patient lost an additional 300ml of blood after the device issue was noted; total estimated blood loss was 900ml. The patient was hemodynamically stable and did not require any blood transfusions. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control (qc) procedures as well as a visual inspection and functional test of the returned device, were conducted during the investigation; document review indicates that the device was manufactured to specifications and does not suggest items in the lot or similar devices in the field or in house are nonconforming. A document-based investigation evaluation was performed. A search of the complaint database [device history record] found no non-conformances reported for lot 14759185. A complaint history database search showed no other related complaints associated with the complaint device lot. Because adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. A visual inspection and functional testing of the returned complaint devices was also conducted. One, used, 'cook bakri postpartum balloon with rapid instillation components' device was returned for investigation. Visual inspection revealed no damage. Function testing was performed, and water was used to inflate the balloon; a pin hole leak was observed, and the complaint was confirmed. Cook also reviewed product labeling. The product IFU provides the following information to the user related to the reported failure mode: based upon the available information and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 07may2023: the patient had an estimated blood loss of ~600ml prior to attempted device use; the patient lost an additional 300ml of blood after the device issue was noted. The patient had a total estimated blood loss of 900ml. The patient was hemodynamically stable and did not require any blood transfusions.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3: customer occupation = unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, a 'cook bakri postpartum balloon with rapid instillation components' device was used to treat a postpartum hemorrhage [pph] due to uterine atony following a vaginal delivery resulting in 600ml estimated blood loss. The user tested the bakri device prior to use and found a pin hole leak in the balloon. The user changed to another bakri device to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Additional information regarding event details, patient anatomy and outcome has been requested but is not available at this time.